Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they received multiple no delivery alarms and now received a motor error alarm. Customer changed out their set and resolved the no delivery alarm. Customer was able to complete the rewind process. Customer was able to perform and pass the displacement test and manual prime. Customer advised the motor error alarm did not recur.